Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was over 600 mg/dl which was addressed by administering a manual injection. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery.